Event description:
It was reported by the rep that the device was used during a laparoscopic appendectomy. It was reported the cartridge fell out of the jaws of the device and into the abdominal cavity. 09/29/1998 the cartridge was retrieved and another endocutter was pulled to continue with the case. There was no consequence to the patient.